Event description:
A biomed contacted (B)(4) to report that an arena hemodialysis machine was having issues with the displayed time, which had increased from what was set. This was during patient therapy and the patient was connected. The biomed changed the input/output (I/o) and ultrafiltration (uf) boards and this corrected the problem. There was patient involvement. There was no patient injury or medical intervention reported. A follow up was done via phone. The biomed stated that the patient was fine, the patient continued therapy and there was no medical intervention or hospitalization as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. Based on this information, the assignable cause for displayed time increased from what was set was determined to be input/output (I/o) and ultrafiltration (uf) boards. Review of the service dates and activities revealed the device has not been previously serviced for any issues related to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was repaired onsite by the facility biomed. Should additional information become available, a follow up MDR will be sent.